Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
The reporter contacted animas on (B)(6) 2012 for assistance with programming a replacement pump and mentioned that the patient had experienced erratic blood glucose from 74 mg/dl to over 500 mg/dl. The patient was reportedly treated with a correction bolus and fluids for high blood glucose and oral carbohydrate for low blood glucose. The reporter inquired if the patient's blood glucose levels could be related to a previous issue with the pump's display screen; the reporter stated that the pump¿s display screen went completely white and then blue with a burnt orange color. Troubleshooting was unable to be completed at that time. The reporter was contacted on (B)(6) 2012 to conduct troubleshooting which the reporter declined at that time. The reporter stated that with the replacement pump the patient's blood glucose levels were fine and the reporter stated that the old pump was malfunctioning. This report is made based on the allegation that the pump may have malfunctioned causing the patient to experience erratic blood glucose.